Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that half the touch screen is blacked out, and the other half has a blue line through it. No impact to customer's blood glucose levels.